Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g3: date received by manufacturer" in the initial report submitted on august 8th, 2021. "G3: date received by manufacturer" should be june 23rd, 2021, and not july 12th, 2021 as previously reported.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Based upon the checking result of the subject device and the reported information, olympus (B)(4) confirmed the following. The subject device was used by incorporating it into the light source clv-190 (serial number: (B)(4)). There was no abnormality on the exterior of the light source, and there was no obvious dust inside the light source. The identification number of the subject device was xe4222. When the subject device was incorporated into the spare light source for testing and this light source was turned on, it was found that popping sounds sounded from the light source several times, and that it was difficult to light up the spare light source. On the other hand, when a spare lamp was incorporated, the spare light source could be turned on. The subject device had been used for 303 hours. The radiating adhesive of the subject device was applied normally, the internal spindle was offset, and the brightness of the subject device was insufficient. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that it was found that when the light source (examination lamp) incorporating the subject device was turned on, an abnormal sound sounded from the light source. Olympus (B)(4) found that the subject device had lighting failure during the incoming inspection for repair. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). As a result of omsc's investigation by incorporating the subject device into omsc asset's light source clv-190, it was found that the reported lighting failure was not duplicated, but an abnormal sound (ignition sound) sounded from the light source as reported. No abnormality on the exterior of the subject device was found. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. According to the information from olympus china, the light was lit up with abnormal sound. After cleaning the lamp holder and reinstalling the lamp, the abnormal sound was disappeared. Abnormal sound reoccurred and usually happened for the first powered on, but disappeared after continuous powering on. Omsc surmised that there was possibility that the reported abnormal sound was caused by the breakage or deterioration of the subject device due to the first ignition with dust adhering to the subject device.